Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to exhibiting premature battery depletion. Another device was implanted instead. This device is not expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to exhibiting premature battery depletion. Another device was implanted instead. This device is not expected to be returned for analysis. No further adverse patient effects were reported.